Manufacturer narrative:
The customer had performed the daily cleaning procedure (dcp) on the advia centaur cp. The customer resumed running patient samples when the dcp was completed and was seeing volume check errors. The customer then noticed that they had failed to disconnect the cleaning container and reconnect the water container as specified in step 7 of performing an automated daily cleaning procedure in the advia centaur cp operator's guide. The customer notified siemens and a technical specialist instructed the customer how to remove the cleaning solution and decontaminate the system and then run qc. The system is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin (tni) results were obtained on the advia centaur cp instrument. The results were reported to the healthcare provider. The laboratory retested the samples and corrected reports were issued. Patients were admitted to the hospital. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin results.